Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information provided that the lead will not be returned.

Event description:
Boston scientific received information that this patient was presented to the hospital feeling unwell. High impedances and loss of capture were observed in the bipolar configuration. The configuration was then changed to unipolar and normal impedance measurements were observed. The physician suspected a lead fracture. Subsequently, a revision procedure took place to add a new lead. No adverse patient effects were reported following the procedure.